Manufacturer narrative:
Concomitant devices: microcatheter (details unknown); stent (details unknown). The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Event description:
When 1/3 of the first coil, an orbit mini (637mf0304/15688274), had been pushed out from microcatheter (details unknown) during stent (details unknown) assisted embolization of an unspecified aneurysm the surgeon noted the coil deployed prematurely and could not be retrieved. The aneurysm is 3mm x 5mm. The surgeon had to position the stent to keep the coil close to the wall of vessel and continued to position the rest coils to complete the procedure. The patient did not suffer an injury. No patient or vessel code information provided.

Manufacturer narrative:
Reworded event description based on additional information received 5/8/2014: when 1/3 of the first coil, an orbit mini (637mf0304/15688274) had been pushed out from prowler 14 microcatheter (details unknown) during stent (details unknown) assisted embolization of a left internal carotid artery aneurysm, it was noted that the coil detached prematurely and could not be retrieved. The aneurysm was a 3mm x 5mm sidewall aneurysm. A stent had to be positioned to keep the coil close to the wall of vessel. The procedure was then continued with positioning of the rest coils to complete the procedure. There was no adverse event to the patient. An adequate continuous flush was maintained at all times. There was no resistance between the guidewire and microcatheter when accessing the target site. There was no resistance at any time during advancement of the coil through the microcatheter. There were no kinks in the microcatheter that could have contributed to the event. There was no resistance when the coil was advanced/repositioned/withdrawn. The microcatheter was not repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. A one to one relationship between the coil and delivery tube was verified with fluoro prior to repositioning. There was no flow restriction/reduction as a result of the event. The coil is still pinned to the wall of the vessel. Product analysis: a non-sterile orbit mini complex fill 3x4 delivery system was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received partially zipped and no damages were noted on it. The support coil and gripper were fond without damage, just the head piece of the embolic coil was found attached to the gripper while the rest of the embolic was not received for evaluation. The gripper and the headpiece were inspected under microscope. The gripper was found without damage. The soldered section between headpiece and the coil loops was not fractured with indication that the solder had a good adhesion to the headpiece. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the analysis, the coil did not prematurely detach from the delivery system, but separated from the head piece which remained within the gripper of the delivery system. Based on the reported procedural information, the root cause cannot be definitively determined. However based on the analysis of the returned device, the separation of the coil from the head pieces appears to have been caused by application of excessive force beyond tolerance. With review of the device history records and the analysis, there is no indication that the event is related to the manufacturing process. Procedural factors addressed in the instructions for use appear to have contributed to the event. Additionally inspections are in place to prevent devices with this type of failure from leaving the facility; therefore no corrective actions will be taken at this time.